Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead experienced a syncopal episode. Electrograms corresponding to the time of the patient's syncopal episode were reviewed. The strips revealed noise that had been oversensed and lead to pacing inhibition. Boston scientific technical services discussed that the noise appeared to be cyclic in nature with a similar appearance to electromagnetic interference. The local health care provider was to discuss with the following physician. There were no additional adverse patient effects reported. Available information indicates the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.